Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate anti-tachycardia pacing (atp) one inappropriate shock due to atrial fibrillation with rapid ventricular response. No changes were performed. This device remains in service. No further adverse patent effects were reported.